Event description:
Information was received from a health care provider (hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient receiving intrathecal 10 mg at a dose of 1.3mg via an implantable pump. It was reported that the patient reported increased pain for about 6 weeks stating sometimes he felt good and sometimes he felt like he wasn't getting any medication from the pump. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the hcp attempting to aspirate cerebrospinal fluid (csf) from the catheter access port (cap) without success. Actions/interventions taken included the hcp asking the surgeon to change the catheter when changing the pump. The issue was not resolved at the time of the report. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump pocket was opened by the surgeon from the scheduled pump replacement for elective replacement indicator (eri) and he was able to withdraw csf from the cap so the catheter was not replaced. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the hcp was able to aspirate csf from the cap today [(B)(6) 2025 since the pump was replaced by the surgeon 2 weeks ago. The pump was filled with the new medication and restarted. All the issues appear to be resolved with the pump.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6); implanted: (B)(6) 2012; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 12-apr-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause for the inability to aspirate the catheter was not determined.